Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy from their device. Patient was stable before, during and after the event. No further information.